Event description:
It was reported that the cartridge was leaking at the septum. Customer continued to use the pump for insulin therapy. Customer's blood glucose was no greater than 203 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.